Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 3 events were reported for this quarter. Product return status 2 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status 2 events were confirmed during testing. - 2 devices were found to be affected by missing paint chips. 1 device evaluation is in progress. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had paint chips missing. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had paint chips missing. 3 events had no patient involvement; no patient impact.